Manufacturer narrative:
Product analysis:four procedural video were provided for analysis. The videos confirm the presence of mildly tortuous, moderately calcified right coronary artery (rca), with occlusions/ thrombus evident in the proximal rca. A temporary pacing lead can be seen in the images. A stent was advanced and deployed in the proximal rca. Additional information: the patient was later taken up for staged ptca approximately four days later, it was stated that the thrombus occurred within a newly deployed stent. The stent was fully expanded. The patient was on dapt when this thrombotic event occurred. It is stated that the patient is in ccu. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the stent was deployed at nominal pressure without any issues and was expanded well. Correction: adverse event selected intervention ticked device implant date date of event patient code c50678 added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was used to treat a mildly tortuosity, moderate calcified lesion exhibiting 100% stenosis in the proximal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was not encountered. Excessive force was not used during delivery. It was reported that the patient was admitted with inferior wall st-elevation mi, triple vessel disease. Primary ptca was done to rca with ronyx25018x. The patient was later taken up for staged ptca, the rca was occluded with sub acute stent thrombus (greater than 24 hours and within 30 days post stent implantation) and had to be revascularised using ronyx25034x. The patients current status is unknown.